Event description:
It was reported that at around 06:18, the waveform suddenly disappeared. The device was replaced. The user attached a test lung to the affected device and attempted ventilation, but ventilation could not be achieved. When me collected the event log, negative pressure was observed. No patient health consequences have been reported.

Manufacturer narrative:
The log file indicates that the negative airway pressure was caused by an application issue which led to the stop of flow delivery during the reported time. The device reacted like specified and posted accompanying alarm messages because of an application issue. As a result of the negative airway pressure the flow delivery stopped and the safety valve opened to ambient for allowing spontaneous breathing. A device malfunction could not confirmed by log file analysis. The situation could also not reproduced during onsite investigation. It was reported that a closed suction was not used. The breathing circuit system was replaced and the device was tested per manufacturer specification without any issue. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a negative airway pressure an accompanying alarm message would posted, the flow delivery would stopped and the safety valve would open to ambient for allowing spontaneous breathing. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that at around 06:18, the waveform suddenly disappeared. The device was replaced. The user attached a test lung to the affected device and attempted ventilation, but ventilation could not be achieved. When we collected the event log, negative pressure was observed. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.